Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. Preventative maintenance was performed on the handpiece and it was returned to the customer.

Event description:
It was reported that during the cleaning and sterilization process, an oil-like substance was leaking out of the handpiece. There was no reported pt involvement.